Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side ¿device rupture¿. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as unidentified (tear) opening and observed opening on radius side assessed as surgical damage. (Shell thickness within specification). Additional observations: ¿ red particles observed in the gel and surface of the device.

Event description:
Healthcare professional reported left side ¿device rupture¿. Device was explanted.